Manufacturer narrative:
Pc (B)(4) attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported that the loop broke. Was the broken piece retrieved? Yes. Will the broken piece be returned for analysis? Yes, according to the customer, but we have not seen it. Please confirm that there was no patient consequence. The customer have confirmed that there was no patient consequences.

Event description:
It was reported that the patient underwent hysteroscopy on (B)(6) 2018. During the procedure, the loop fell off and the broken piece was retrieved. The procedure was completed with a new loop from a new batch. There were no adverse patient consequences reported.

Manufacturer narrative:
Additional information: additional summary: the device has not been returned in its original packaging. Closer inspection of the fracture surfaces shows evidence of a brittle failure with no obvious signs of mechanical damage. Evidence of activation was also clear on the returned active tip. Due to the condition of the device no functional testing was conducted. Instances of similar failures have been seen, with the failure location, mode and method indicating failure due to surface (hydrogen) embrittlement. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.